Event description:
Customer called to report the insulin pump experienced an unexpected restart. Blood glucose reading was 225 mg/dl. Troubleshooting was performed. The alarm did not recur during normal pump use. Advised to monitor the insulin pump and call back if issues recur. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).